Event description:
It was reported that the pump is alarming with red screen and triangles. Assisted her to open/close battery door, power on and obtain settings. Instructions provided to assign new pump to patient. Patient not affected no additional information available